Manufacturer narrative:
The returned device was evaluated. During this testing the unit was powered on and the third digits on (B)(4) and bpm do not illuminate. Internal inspection showed the u16 low voltage amplifier on the system board is not outputting the correct voltage to the leds that are not illuminating resulting in the third digits appearing dim. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the third digit is dim. No patient impact or consequences reported.